Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose. The caller stated that the customer's mother spoke with the customer at 7pm the night before the customer's passing. The customer's mother told him that is sounded like his blood glucose was low and he should drink some juice. The customer was found, in the kitchen, with a bottle of juice next to him. The caller stated that in the morning of the customer's passing he had written on his social media page that he had a cold. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death. The caller didn't know for how long the device had been disconnected. The customer chose not to wear it for unknown reasons. The customer was not using sensors. The caller did not have the insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.